Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported on (B)(6) 2017 that on (B)(6) 2017 the patient fell when they slipped on a patch of mud. The patient fell forward, landing on their knees and front side. The patient did not land on their device or area of implant. It was reported that the scs stimulation coverage was not covering their lumbar region as it had prior to the incident. An impedance check was performed and all were within normal limits. The manufacturer representative tried to reprogram the stimulation to cover the low back area as it had before but it was unsuccessful. The issues were not yet resolved. The manufacturer representative reported that they would be able to follow-up with the health care professional (hcp) for more information by (B)(6) 2017. Additional information was received on (B)(6) 2017 from a consumer via a manufacturer representative. It was reported that on (B)(6) 2017 there was an interruption in stimulation while the patient was laying on the left side. Per the patient, they fell in the shower and landed on the battery implant site. The manu facturer representative would meet with the patient on (B)(6) 2017 to interrogate the battery and check impedances. No actions were performed yet and the issues were not yet resolved. Patient weight and medical history were asked but would not be made available. The patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was feeling a shocking sensation when recharging since their fall on (B)(6). The patient was also getting the 'temp too hot' message on the ins recharger. The patient normally recharges by leaning on the recliner and has always done this, but that they are not able to recharge to 100% like before. It was noted that the impedance level was 1136-1597 ohms at 3 volts, and that the therapy is fine. The clinician programmer showed that the device was charged to 100% on (B)(6) 2017 and (B)(6) 2017. A new antenna was sent to the patient to see if this would resolve the 'antenna too hot' message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that since falling in may the patient's neurostimulator (ins) would get hot when recharging. The patient also stated that the recharger would get hot and the patient would feel a sharp stinging at the implant site. When the patient would move a certain way, the stinging would stop and the coupling boxes would drop down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the stimulator "turns on and off by itself." Impedances were reportedly within range and normal charging approximately every 12 days upon interrogation. It was reported that the battery site was ¿painful¿ and they hit it on doorknobs at times. They were going to be referred to (B)(6) for consult and a possible pocket revision. No surgery currently scheduled. No further complications reported/anticipated.